Event description:
Epiphora after placement of herrick lacrimal plugs. Pt complains of excessive tearing from right eye. Says that someone initially placed a collagen insert in tear ducts on the right side and this seemed to make eye more comfortable following previous refractive surgery. Then had a different type of plug placed. Thinks this most likely was a herrick plug. Has had epiphora on the right side for the 3 months that the plug has been in place. Pt finds the excessive tearing to be most bothersome and says that the dryness of their eye never bothers them as much as the excessive moisture does now. On exam, pt did have large puncta. Pt certainly had a wet eye on the right side. Pt tried to irrigate both the superior and the inferior canaliculus on the right, but pt could not get any fluid to pass into the nose. On irrigation of the superior canaliculus, there was almost total reflux out of the inferior punctum. On irrigation of the inferior canaliculus, it appeared that most of the fluid came back along the cannula. Dr also probed the canaliculi and thought that they could get a probe to pass down to a hard stop through the superior punctum. Dr felt that they could only get to a soft stop through the inferior punctum and canaliculus. Pt does have right sided epiphora. Pt believes that they had a herrick plug placed in their canaliculus and that this now lodged in the inferior canaliculus in the area of the internal common punctum and/or common canaliculus. Dr has occasionally been able to dislodge these with irrigation, but this pt seems to be firmly stuck in the common canalicular area and dr thinks it may be necessary to open the lacrimal sac and remove it with that type of an approach. Most likely dr would perform a dacryocystorhinostomy at the same time. Pt wants to give this some further consideration. Dr did tell them that they would try to irrigate again after injecting some local anesthetic in the area.